Event description:
Edwards learned of an aortic bioprosthetic valve that necessitated valve-in-valve (viv) intervention due to stenosis after an implant duration of four (4) years, ten (10) months. Patient was noted as stable.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Without return of the reported device no conclusions can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.